Event description:
Based on info provided to sorin group USA, inc., the hospital briefly lost power during an ECMO case, reportedly due to construction and/or renovation. The hospital's biomedical engineer reported that the nurse(s) believed the pump was slowing down, and proceeded to hand crank the pump. It was reported that the pt later expired.

Manufacturer narrative:
MFR narrative. The siii pump is manufactured by another country's MFR and distributed. A sorin group USA, inc. Service representative was dispatched to the facility to evaluate the pump. The sorin group USA, inc. Service representative found no problems and determined that the siii pump was functioning properly. Sorin group USA representative contacted the perfusionist and the hospital's risk management representative in an attempt to obtain more info regarding the event. Hospital personnel declined to provide additional info to sorin group USA, inc. Representatives. The facility did not return the pump to sorin group USA. As a result, no further evaluation can be performed.